Manufacturer narrative:
A xxl/16-4/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 25mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per xxl specification, the rated burst pressure of this device is 8 atmospheres. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident.

Event description:
It was reported that balloon tear occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superior vena cava. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, the balloon was caught at the end of the wallstent and was torn. The device was removed when the balloon failed to inflate, and the procedure was completed successfully with a 16 x 4 x 120cm xxl balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon tear occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superior vena cava. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, the balloon was caught at the end of the wallstent and was torn. The device was removed when the balloon failed to inflate, and the procedure was completed successfully with a 16 x 4 x 120cm xxl balloon catheter. There were no patient complications reported.